Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in the clinic after receiving vibratory alert for high ventricular lead pacing impedance. Upon initial interrogation the right ventricular lead impedance was found to be high and out of range. The lead impedance was found to be high several times since initial implant. The physician was not sure whether it is a lead issue or set screw issue. The lead replacement procedure was considered but not scheduled at this time.